Manufacturer narrative:
This MDR is result of a retrospective review of complaints. User stated the incision site looks healed and fine. Upon removal of the previous blood tinged gauze, there was no active bleeding noted/no indication that it was bleeding. Also, no further bleeding noted after placement of this new tegaderm.

Event description:
On nov 01st 2019, senseonics was made aware of an incident where user experienced bleeding at insertion site. User was advised to go to urgent care.